Manufacturer narrative:
Per the report, "customer called in regarding blood pressure monitor stating that the cable/rubber latex hose connecting to the cuff has a hole, causing the monitor to leak air and not inflate. Customer reports needing to take her blood pressure four times daily and is requesting a replacement as soon as possible." Customer also reported that, "the first blood pressure cuff accorded (the hole on the tube by the velcro) about (B)(6) 2025." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "customer called in regarding blood pressure monitor stating that the cable/rubber latex hose connecting to the cuff has a hole, causing the monitor to leak air and not inflate. Customer reports needing to take her blood pressure four times daily and is requesting a replacement as soon as possible."